Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The lss inspected the instrument and identified carryover was occurring from creatinine (crea) via the reagent probes. The lss replaced the r1 and r2 reagent probe and proactively added contamination parameters which resolved the issue. No further issue noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported false high glucose patient results generated on the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.